Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff. The device's associated one-step cable was found damaged and unable to connect to attach electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.